Event description:
Reporter stated that (B)(6) of 1990, his appendix was taken out and there was a piece of tissue wrapped around his colon. The doctor stated that it was left over from the hernia surgery he had in 1989. Since (B)(6) 2015, he has had abdominal pain and feels as though he has a protrusion. Reporter went back to the doctor who had initiated the hernia surgery but the hospital is now closed. In (B)(6) 2011 an umbilical hernia repair revealed build up of fluid behind his belly button which was removed. In (B)(6) of 2017, he had a laparoscopy and lesions of intestinal tissue were found attached to his abdominal wall. The doctor removed this but did not look to see if the hernia mesh was in place or had disintegrated.